Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one handle. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative 60mm ¿ 3.5mm loading unit and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during bypass of gastroenterostomy,the first firing for duodenum resection was successful. At the second firing for stomach resection ,the surgeon felt the handle was slightly stiff, however the firing was completed. At the third firing for stomach resection, the surgeon started firing ,however the handle was stiff and the device stopped on the half way. The surgeon resected the rest of the tissue by electrosurgical knife and sutured. The procedure was completed with another device. No patient injury noted.